Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., d.1., d.4., d.6a., h.4., h.6.

Event description:
Patient reported right side "ultrasound confirmed...rupture." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "ultrasound confirmed rupture." Device was explanted.